Event description:
While a carto3 mapping case was in progress, two types of maps were created by the physician: a voltage map and an activation map of one of the ventricular tachycardia (vt) morphology. Pace map was also attempted for vt2. Then a fast vt occurred within a minute later. This vt morphology was continuously changing and was fast. Pacing override was attempted from map catheter and his catheter but was not successful; and the vt remained unstable. The vt then degenerated into a ventricular fibrillation (vf) within a minute of being in this fast vt. The patient was cardioverted and then found to be in electromechanical dissociation (emd) with a paced rhythm on the ECG. CPR was performed for 2 hours while the patient was placed on balloon pump and perfusion bypass. The patient was then taken to the ICU.

Manufacturer narrative:
Bwi received this complaint on (B)(4) 2012 and it was initially reported to the FDA as serious injury. The patient was cardioverted and then found to be in electromechanical dissociation (emd) with a paced rhythm on the ECG. CPR was performed for 2 hours while the patient was placed on balloon pump and perfusion bypass. The patient was then taken to the ICU. However, on (B)(6) 1012 additional information was received from the (B)(6) affiliates to notify bwi that the patient passed away. Several attempts have been made to obtain additional information regarding the new reported event without success. The reportability of this event changed from serious injury to death on (B)(4) 2012. (B)(4).

Manufacturer narrative:
Analysis will not be conducted since product was not returned. Concomitant product: carto 3 system us catalog #: fg540000 serial #: (B)(4). Manufacturer reference #: (B)(4).

Manufacturer narrative:
Additional information was received from the affiliate on 8/27/2012 stated that the patient passed away on (B)(6) 2012. According with the physician the causality of the adverse event was procedure related. No autopsy was performed. No additional details regarding the event were provided by the customer. (B)(4).